Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the obtuse marginal coronary artery. After inflation to nominal pressure, the balloon of the 2.5x20 mm rx trek balloon dilatation catheter (bdc) separated from the shaft during withdrawal from the guide catheter. No resistance was noted; however, when the bdc was removed it was noted that part of the balloon was still inside the guide catheter. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.